Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported during preventative maintenance of the external pulse generator (epg) the liquid crystal display had discoloration. The epg will be sent in for repair. No patient involvement was reported in this event.